Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a balloon angioplasty of the internal carotid artery (ica) a dissection occurred. The physician deployed a stent in response to the event without clinical consequences. The patient was discharged from the hospital with a national institute of health stroke scale (nihss) and modified ranking scale (mrs) of "0". No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during a balloon angioplasty of the internal carotid artery (ica) a dissection occurred. The physician deployed a stent in response to the event without clinical consequences. The patient was discharged from the hospital with a national institute of health stroke scale (nihss) and modified ranking scale (mrs) of "0". No further information is available.